Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: revision, posterior spinal instrumentation, and fusion. A). Hardware removal of the rods and s ER-caps, and screws. B). Exploration of the fusion mass. C). We found that there was a non-union at l5-s1 and at l3-4. There was solid arthrodesis at l4-5.) L3-4 tlif using a 14x26mm cage. After this was done we then removed all the screws and replaced them with 7.5x50mm screws in l3, l4 and l5. On the left side a 7.5x50mm screws were placed at l3 and l5. In the sacrum 8.5x55mm screws were placed. A generous left posterolateral fusion took place by finding the sacral ala and transverse processes and decorticating these with a high-speed bur. Osteocele along with 10cc of opreform and a large 2 rhbmp-2 it was packed in the posterolateral gutters. Preoperative diagnosis: discogenic back pain. Pseudoarthrosis, lumbar spine. Radiculopathy. Per-op notes: ¿after the screws were placed and the rods were pre-bent and contoured, we then decorticated the transverse processes and large rhbmp-2 was wrapped around osteocele and packed in the posterolateral gutters up along the sacral ala, followed by placement of osteocele and opteform.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.